Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer had telemetry issues; the antennas were reseated. It was also determined at analysis that the stylus was damaged. The provided stylus would not select from any part of the screen. The stylus was replaced and calibrated. The hard drive was reconfigured and reloaded; the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had telemetry issues. Troubleshooting steps were provided. The product has returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.